Event description:
It was reported that there was a confirmed motor stall in the attention dialogue box and event logs with no motor stall recovery recorded. There was no medical or therapy problem. The motor stall was caused by the pt having a MRI. The motor stall occurred on (B) (6) 2009, the same date that the pt had a MRI and didn't go back into the clinic. The event logs indicate a stopped pump may exceed tube set error on (B) (6) 2009. A motor stall recovery was noted the date of the report ((B) (6) 2009), three minutes after the pump was updated following refill. The pt had been refilled the day of the report; no volume discrepancy was noted. The pt had not gone through withdrawal. The pt did complain of increased pain. The physician believed that if the pump wasn't working, the pt would have experienced withdrawal as they were on a high dose of fentanyl.

Manufacturer narrative:
(B) (4): the device is included in the medical device correction, important info on potential MRI effects ( (B) (6) 2008).